Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a white substance, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a white substance and a cosmetic depression.

Event description:
It was reported that the patient got a blood infection, and developed a right atrial abscess. The device and leads were removed. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient got a blood infection, and developed a right atrial abcess. The device and leads were removed. No further patient complications were reported as a result of this event.